Event description:
The customer reported obtaining erroneously high na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide), and/or calc (calcium) results for 18 patients, over two separate days, involving the synchron lx20 clinical chemistry system. The erroneous results were reported out of the laboratory and the samples were repeated when the issue was noticed on (B)(6) 2013. The customer indicated that thirty (30) patient samples were repeated and only three (3) reports were amended. Beckman coulter reviewed the provided patient data and recognized that results for eighteen (18) patient samples exceeded the assay precision claims. It is unknown if there was any change or affect to patient treatment in connection with this event. The customer did not provide qc (quality control) data from the events but stated that qc results showed a pattern of higher recovery on the initial samples run after the instrument had been idle.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the ratio pump. As of (B)(4) 2013, there have been no further issues reported by the customer. Failure mode appears to be the ratio pump. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch #2050012-2013-00272 for an associated event which occurred on (B)(6) 2013.